Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes an erroneous result for potassium was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer is reporting potassium results obtained from bd vacutainer is not compatible with life. Potassium was extremely high. Affected lot number 2278331.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes an erroneous result for potassium was obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer is reporting potassium results obtained from bd vacutainer is not compatible with life. Potassium was extremely high. Affected lot number 2278331.

Manufacturer narrative:
H.6. Investigation summary: one customer sample tube was returned but it was not sufficient quantity to meet the study design requirements. Therefore retention samples were used. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. The following fields were updated due to additional information: d9: device available for evaluation:  yes, d9: returned to manufacturer on: 2023-05-12.